Event description:
Attempted to implant stryker target xl coil for aneurysm coiling and coil stretched out of aneurysm and down vasculature, this occurred x 2 coils. Second coil target 360 standard 10mm x 30cm, ref (B)(4), lot 17690635 had same issue occur.